Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. As reported, x-rays taken during the reintervention did not show any evidence of ventricular lead dislodgement. Furthermore, when the lead was initially repositioned, appropriate capture thresholds were obtained. Based on this information, it is suspected that the event may be related to a micro-dislodgement not detectable on x-rays, which could have affected the electrical performance of the lead. Analysis of the returned lead initially showed the fixation mechanism that did not operate as expected. After been cleaned, it worked according to specification. All electrical tests confirmed adequate function of the lead, with proper electrical continuity and adequate insulation between all electrical lines. No lead malfunction was identified that could be related to the reported event. The reported event is suspected to be related to a ventricular lead micro-dislodgement, likely resulting from external factors such as patient-specific anatomical or physiological characteristics, or physician-selected implant site. It is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and the published literature. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2025 for atrial fibrillation and complete atrioventricular block. Post-implantation, on (B)(6) 2025, the ventricular lead showed a progressive increase in pacing threshold leading to loss of capture, despite no evidence of dislodgement. The same day, the lead was repositioned but capture failure occurred again with increased thresholds, again without any dislodgement of the lead. Therefore, the lead was replaced due to suspected material defect, and a new lead was implanted.

Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2025 for atrial fibrillation and complete atrioventricular block. Post-implantation, on (B)(6) 2025, the ventricular lead showed a progressive increase in pacing threshold leading to loss of capture, despite no evidence of dislodgement. The same day, the lead was repositioned but capture failure occurred again with increased thresholds, again without any dislodgement of the lead. Therefore, the lead was replaced due to suspected material defect, and a new lead was implanted.